Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/ wedge/ segmental resection procedure, on the first firing of lower left lobe resection (metastatic pulmonary tumor), reload was connected to the handle. The surgeon articulated the jaws twice to the left and fired the device. For the second firing, another reload was connected to the same handle, then the surgeon fired the device. On third firing, a new reload was connected with the same handle then fired the device. The surgeon noted u-formed staples in all cutline. Replaced by a new handle, and connected new reload, and the firing were completed with no problem. The tissue was normal hard and thin due to marginal side. The surgeon felt strangeness at the last handle squeezing of every firing. The patient has no injury.

Manufacturer narrative:
Correction: (UDI number). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.